Manufacturer narrative:
The t:slim g4 pump user guide states: always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off due to insufficient battery power. After charging the pump, the reset screen was displayed, indicating that the pump had unexpectedly reset. The customer reloaded the cartridge and performed fill tubing while connected at the infusion set site. Before it was noticed that they were connected at the site, the customer had filled tubing with 2 units of insulin. The customer disconnected from the pump and consumed food to prevent blood glucose level from lowering. There was no impact to bg level.